Manufacturer narrative:
The thermogard console (sn unknown) involved in the reported complaint will not be returned for evaluation because the hospital clinical engineering department removed and dried the raceway pump and performed a functional test of the console. The thermogard console passed the functional test without any error and worked as intended. Following this, the console ran for several hours without any issues. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use. Serial number of the thermogard console is unknown.

Event description:
During ivtm therapy for post-cardiac arrest patient, the user observed that the thermogard console is not reaching the target temperature of 36.0° c during the 6-8 hours period. The thermogard console generated the air tap alarm, however, there was no air noted in the console air trap and the air was present in the start-up kit (suk) tubing. During the troubleshooting, the user observed saline fluid in the thermogard console (sn unknown) pump raceway due to the start-up kit (suk) (lot # 163052) leak. The suk and the console were replaced to continue the treatment and the patient's target temperature was increased to 36.9° c. No consequences or impact to the patient. Received medwatch report # (B)(4) on 8/24/2021.